Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing this implantable cardioverter defibrillator (ICD) system for a magnetic resonance imaging (MRI) scan, this ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. The health care professional (hcp) proceeded with the MRI scan. Post-scan, MRI protection mode was exited successfully and lead measurements were within normal limits. The following week, the ICD was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.